Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard bc catheter separated/broke. The following information was provided by the initial reporter: event 3: june 17, 2024. Patient received 3rd iron infusion. Bd insyte autoguard bc 24g .75in IV placed in anterior upper right forearm. Discontinued after infusion. Nurse placed guaze square over site, pressed and pulled IV, then without looking under guaze, wrapped patients arm tightly with cohesive bandage. Told to remove after 20-30 minutes. Patient also received prednisone which causes puffiness in this patient. Bandages removed after appropriate time; jacket worn by patient then covered IV site. Patient noticed no adverse reaction at IV site. 27 sep 2024 event 3: same as event two however, this also causes pain and a weird sensation I can¿t quite describe in my thumb. This one also feels like it is two prongs poking from under the skin. There has been a constant bruise from being poked from the inside. Event 2: cannula suspected to still be in arm. There is a palpable place on arm, with bruise, painful to touch, shooting pain in arm both up and down, fingers on right hand (specifically ring and pinky finger) turn blue, loss of grip with hand; can squeeze fingers for doctor¿s test however, can not hold a cup of water, struggle with typing, using phone, holding eating utensils, placing arm in any single position for long period of time, fingers often feel like pins and needles tingling sensation. The sharp, shooting pain sometimes wakes me up during the night. These symptoms are rapidly deteriorating and ruining my dominant hand and arm. I can no longer do simple things like brush my hair, write in my planner, or even pet my dog without having to stop after a very short time. Additional information: 1. Today marks 109 days since "event 2" as described above. 2. I was told by the infusion center that this was impossible and could never happen. 3. I have been seen by the ER where they noted "a palpable1.5 cm area of tenderness and swelling to posterior distal right forearm." 1. That ER visit (B)(6) 2024), they gained access to my left ac, by sticking the same area (twice). First needle/catheter discarded. New nurse, new needle/catheter gained IV access but had trouble with flush and could only fill each tube for blood to about half and that was while stretching my arm. 2. They then sent me to get a CT scan w/contrast. When the radiology tech was pushing the dye, he came out and asked if they had trouble with that site. I said yes, they had to stretch the skin in order to get half tubes of blood. He stretched my skin and stood there while the dye was injected by machine. This was painful as was the flushing of the IV. This CT scan came back as negative foreign objects in my right arm. 3. I was discharged from the ER and told to call the ultrasound department in the morning to make a same-day appointment. The ER coded my visit as an injury from a procedure, which my insurance denied due to the code). 4. I called the ultrasound department, made a same-day appointment (B)(6) 2024), had the ultrasound done, which the tech then asked me where to send the results. I messaged a family member via fb who works at the hospital¿I did not know she was working that day. She said to have them send the results to the ER. The results: (given to me verbally by the ultrasound tech) was: "1. No evidence of deep venous thrombosis in the right upper extremity. 2. Two small areas of superficial venous thrombosis in the forearm which are likely in the basilic vein or its branches in the forearm.¿ 5. I was told to put a warm compress on it and if it doesn't get better to get seen again. It¿s gotten worse. 4. I¿ve since had x-rays. Negative for foreign bodies. 5. Providers treat this as if it¿s all in my head even though most of them can feel it and see the bruises. 6. Please keep in mind this is 109 days after event 2. I don¿t know what to do at this point! I¿m not crazy. I know I added extra information. I¿m frustrated by the lack of accountability by every medical provider who has seen me. I have always advocated for my own patients throughout the years but, I¿m having the most difficult time advocating for myself because at this point, no one seems to understand the ramifications of treating this issue like it is a never-event. There is a lack of curiosity in our medical field these days. I hope your company will be just as curious in my case as I am. I believe I¿m a walking experiment for the time being and I hope you'll take that into consideration as you proceed with your investigation.